Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5076 implantable pacing lead, (B)(6) 2007. A t505-29h tissue valve, (B)(6) 2003. (B)(4).

Event description:
It was reported that there were fluctuating and increasing thresholds on the right ventricular (rv) lead. It was also reported that capture management failed to run at times. Both the lead and device remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.